Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having problems with the battery and it died not even 2 years after implant. Caller stated they were probably about 50 pounds lighter at the time, so it was uncomfortable where the implant was, so they had the implant removed a couple years later. Caller added that they still have the leads in and have been thinking about having another battery put in. Caller wanted to know if their leads were MRI compatible. Agent reviewed lead compatibility. Agent documented reported information.